Manufacturer narrative:
Unit was returned for evaluation. Burn marks were visible in the power cord connection area, confirming the reported event. Unit would not turn on; therefore further mechanical evaluation could not be performed. Further visual inspection revealed fluid ingression in the power cord connector. Investigation confirmed fluid ingression to be the root cause for the reported event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the device had burn marks in the area of the power cord/mains filter. Additional information has been requested with no response to date. No adverse health outcome resulted from this event.